Event description:
My grandma is using a dexcom g7 and she have had to have over 15 sensors replaced because of faulty sensors in the past 6 months. It is always giving her a reading that is well below what she actually is at. She almost never gets accurate readings. She has to use a fingerstick very frequently, upwards of 6-10 times a day when dexcom says she'll never need one. She didn't have these issues with the dexcom g6. She frequently needs to change sensors and wastes her own time to call and get replacements for her sensors. I know I'm not the user of it, but I use the dexcom follow app and I talk with her just about all day and check with her since it constantly says she is low or below 85 mg/dl when she is very frequently at 180 mg/dl or above. She starts drinking orange juice, thinking that she really is about to pass out, when in reality she is above 180 mg/dl and she is hurting herself doing hits. It is very flawed of a system and it causes her a lot of time and emotional pain to have all of these sensors. Obviously, she can have major side effects if she is constantly above 180 mg/dl, "wich" she is. She has contacted dexcom to tell them about these inaccuracies in her dexcom g7 sensors over the past couple months and they just brush it off and send her another one. But it is a g7 issue, not just a 1 sensor or small batch issue; it is a whole issue and there are many forums talking about issues with dexcom g7 issues and how inaccurate its readings are. But dexcom doesn't listen. Right now, as of (B)(6) 2024, my grandma hasn't been above 55 mg/dl, according to dexcom g7, but in reality, she is well above 180- 200 mg/dl. She has called and nothing that dexcom tells her to do is working. My grandma will also be filling out this form for herself for you to hear her side of this story. We don't need any money or anything from dexcom, we just need accurate dexcom g7s. That's it! It is severly damaging her health to be constantly told that she is low and she isn't! Thank you, (B)(6).